Manufacturer narrative:
The device was returned for evaluation. The technician found that the transducer was faulty. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. (B)(4).

Event description:
A distributor reported in behalf of the customer that on (B)(6) 2019, the cusa excel 36khz straight handpiece had vibration alam occurred due to faulty s203300087. There was no patient contact, injury and delay in surgery reported.